Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that, during the implant procedure, the patient's left ventricular (lv) lead had high thresholds with multiple attempts and placements of the lv lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.